Event description:
It was reported that prior to the procedure the cartridge was damaged. A second cartridge was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Cartridge pan dislodged. The analysis results showed that one ecr45b reload was received unfired, with the pan detached on the proximal end. While no conclusion could be reached on what caused the pan to dislodge, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.